Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range shocking impedance measurement of 126 ohms. Normal measurements have been between 100-120 ohms. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range shock lead impedance measurements. This lead remains in service. No adverse patient effects were reported. Additional information was received, and a defibrillation threshold (dft) test has been performed. Technical services (ts) was consulted and recommended lead replacement as a gradual increase in impedance measurement has been exhibited. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received that the shock impedance measurement had now increased to greater than 150 ohms. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range shock lead impedance measurements. This lead remains in service. No adverse patient effects were reported. Additional information was received, and a defibrillation threshold (dft) test has been performed. Technical services (ts) was consulted and recommended lead replacement as a gradual increase in impedance measurement has been exhibited. The patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range shock lead impedance measurements. This lead remains in service. No adverse patient effects were reported. Additional information was received, and a defibrillation threshold (dft) test has been performed. Technical services (ts) was consulted and recommended lead replacement as a gradual increase in impedance measurement has been exhibited. The patient will continue to be monitored. No additional adverse patient effects were reported. Additional information was received and the implantable cardioverter defibrillator (ICD) was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited right ventricular (rv) lead high out of range shock lead impedance measurements. This system remains in service. No adverse patient effects were reported. Additional information was received, and a defibrillation threshold (dft) test has been performed. Technical services (ts) was consulted and recommended lead replacement as a gradual increase in impedance measurement has been exhibited. The patient will continue to be monitored. No additional adverse patient effects were reported. Additional information was received and the implantable cardioverter defibrillator (ICD) was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock impedance measurement had now increased to greater than 150 ohms. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.